Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer was given a false negative. This is a report of two occurrences. The following information was provided by the initial reporter: it was reported by the customer ¿other tests showed a correct positive when this showed negative twice. Worthless. False negatives make it worthless¿.

Manufacturer narrative:
Medical device expiration date" unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received a negative test result twice while others showed positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer was given a false negative. This is a report of two occurrences. The following information was provided by the initial reporter: it was reported by the customer ¿other tests showed a correct positive when this showed negative twice. Worthless. False negatives make it worthless¿.